Manufacturer narrative:
The reason for non-return of the device is because it was implanted in the patient.(B)(4).

Manufacturer narrative:
Received information on (B)(4) 2013 stating that the cause of the ccf (carotid cavernous sinus fistula) remains unknown.(B)(4)

Event description:
Treatment of an aneurysm located in the cavernous segment of the right ica (internal carotid artery). On (B)(6) 2013, the patient underwent pipeline (5.00mm x 20mm) embolization treatment without issues. On (B)(6) 2013, the patient presented to the hospital with a cavernous sinus fistula. A balloon occlusion test was performed to see if the right ica could be sacrificed and then the right ica was sacrificed using coils. The anatomy was tortuous due to a proximal bend in the ica distal of the carotid bulb. It was reported that the patient was discharged without complications.

Manufacturer narrative:
The device involved in the event has not been returned for evaluation. (B)(4).